Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, hydromorphone, clonidine, bupivacaine, and baclofen via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that when the patient went in for her routine pump replacement procedure in (B)(6) 2013, it was discovered at that time that ¿they didn¿t put the tube back where they should have following a previous unrelated surgery¿. The patient clarified that during the replacement surgery, the hcp (healthcare professional) discovered ¿the previous tube was set off to the side and the pain med was pooling at the end¿, but the patient was still getting some relief. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a medical history of multiple back operations.